Manufacturer narrative:
The reported event of slow rising capture threshold was not confirmed. A partial lead was returned in five pieces for analysis. Visual, x-ray, and electrical testing were normal with no anomalies found.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the right ventricular lead exhibited slowly rising capture thresholds. The right ventricular lead was explanted and replaced. The patient was discharged following the surgery.